Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during set up for an unspecified surgical procedure it was observed that the impactor device was no longer working, was freezing up, and was coming apart at the metal band by the trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device was no longer working, freezing up and coming apart at metal band by trigger was confirmed. An assessment was performed, and it was found that the device failed visual inspection as trigger screw was loose. The device also failed locking collar assessment. The device was visually and functionally assessed, and the anvil was determined to be difficult to extend\retract. Also, the rear housing was observed to have separated from the mid-plate, and the trigger screw is loose. The rear housing separating from the mid-plate is due to the trigger screw coming loose, consistent with normal wear. The impactor device trigger screw had back out, which allows the trigger body to move, resulting in the rear housing separation. This is considered normal wear due to general tool degradation since the impactor met its life expectancy due to its high cycle count. It was determined that the most probable cause for the rear housing separating from the mid-plate is due to the trigger screw coming loose, consistent with normal wear. The anvil difficult to extend\retract is consistent with lack of lubricant ¿ improper maintenance, user error. The reported failure of no longer working/will not run was not confirmed.